Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and low blood glucose. Blood glucose was 400 mg/dl, 304 mg/dl and in the 50¿s mg/dl at the time of the incident. Customer changed set and when she went to change it today her reservoir was still full, the insulin pump said it had 92 units and she said the o-ring was at about the 1 on the reservoir but she stated she only filled the reservoir to 120 units, so she stated that she hasn't been getting all of her insulin for the past 3 days. The insulin pump will not be returned for analysis.